Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. Unable to perform the displacement test due to motor error alarm. The insulin pump was received with cracked case at the display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer's blood glucose level was 417 mg/dl. She also received a motor error alarm. The customer works for an MRI center. The customer was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.